Manufacturer narrative:
The device history record for the lot number, aa5194n23, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device, however, the device was returned with a label showing the lot number and stock code. The balloon was filled with 5cc water. The balloon was then squeezed and manipulated. No leakage was detected from the balloon or balloon inflation port (bip). The jejunal feed port was examined. There was no visible dried matter inside the feed port or in the anti-reflux valve slit. Further evaluation entailed cutting the tube above the balloon in order to perform testing on the valve. The jejunal lumen was pressurized by hand from the distal end using a syringe filled with water. There was no leakage seen passing through the valve of the jejunal port. The only abnormality observed was the feed port cover. It was remove from the device and was not returned. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4) the sample was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2015-00211 for the second report. It was reported by the customer that a problem occurred with the jejunal portion of the tube leaking once the extension set is disconnected. This is the second time this has occurred. The first time the tube was placed on (B)(6) 2015 and started leaking five days later. With the second time, the tube was just placed (B)(6) 2015 and started leaking one day after. The customer states always flushing and disconnects the extension set with each feeding but it seems as if the anti reflux valve is not functioning and feedings are leaking out. Additional information was received on 11/02/2015 that states " the patient has had 2 transgastric-jejunal feeding tubes replaced. The customer previously had a mic-key transgastric-jejunal feeding tube and wanted low profile tube. The customer had first switch on (B)(6) 2015, second one switched (B)(6) 2015 and third (B)(6) 2015. The patient complains about having reflux and water coming out of the jejunal portion of the tube while flushing. The patient stated that the valve turned red because of water built up along with bile. The patient suffers from crohn's disease and has gastroparesis, part of colon and small intestine cut out along with having no ileum. The patient is also swallowing medication and drinking water. The patient does not do gastric decompression on a regular basis. Additional information was received on 11/04/2015 stating "there was only two replacements with this gj tube.